Manufacturer narrative:
Concomitant medical products: unknown lead (x3), implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was concerned about the longevity of the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the patient required pacing a high percentage of the time in all three chambers. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Increased and varying thresholds were also reported on the left ventricular (lv) lead. The lead remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.